Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) of 296 mg/dl. Reportedly, there were air bubbles in cartridge tubing. Customer administered a correction bolus and primed air out of tubing to resume insulin delivery.